Event description:
The manufacturer received information alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused a patient to develop throat cancer. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as : the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged to experience throat cancer. There was no medical intervention required by the patient. The reported event of throat cancer and its reported severity was reviewed by the manufacturer's clinical expert. This event is assessed as not related to the device in this case. Based on the information available, the manufacturer concludes no further action is necessary. The device was returned to the manufacturer's product investigation laboratory for further investigation. If any additional information is received, a follow-up report will be filled. The manufacturer visually inspected the external part of the device and found minimal signs of dust contamination in the humidifier chamber. The manufacturer visually inspected the device internally and found dark contaminant on the top enclosure, front panel, rear panel and bottom enclosure. Unknown dust contaminant was observed on the bottom enclosure, blower, blower seal and blower box. A keratin like substance was observed on the blower box outlet. Evidence of sound abatement foam degradation/breakdown was not observed. The device was powered up and airflow was verified . The device's event logs were downloaded and reviewed. The investigation report concludes there was no evidence of sound abatement foam degradation, but a small amount of liquid ingress and dust contamination were observed and are consistent with being from an external source. Section b1, b2 has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect-impact code, type of investigation, investigation findings and investigation conclusions have been updated/corrected.

Manufacturer narrative:
Additional information was received on nov 04, 2024, and section h11 should be reported as the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged to experience throat cancer. The sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected to adverse event and product problem (product problem was checked in the previous MDR). Section b2 was made other serious (previously it was blank). Section h1 was changed from malfunction to serious injury. Section h6 health effect - impact code was corrected.